Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the r-waves on the right ventricular (rv) lead have dropped following patients left ventricular assist device (lvad) implant. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.